Event description:
The following information was reported: the balloon popped at the 1st stop (distal tip of sheath) on 2 devices. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Additional information: during prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was resistance while pulling back. Procedure type: intervention vessel type: peripheral vessel size: 6 mm stick location: medium sheath size: 7f.

Manufacturer narrative:
It was reported that the balloon lost pressure at the 1st stop (distal tip of sheath) on two different devices. The procedural sheath was not returned therefore a physical evaluation to determine whether there was damage to the distal tip which could have punctured the balloon could not be made. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: pi number is unknown as the lot number was not provided. See MDR # 3004939290-2015-00025 for the second device.